Event description:
It was reported that there were high thresholds and undersensing, with p-waves less than 0.18 mv. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4068-58 implantable pacing lead, (B)(6) 2000. (B)(4).